Event description:
One pt sample with discrepant tsh results. Initial result gave 0.082 uiu/ml; repeat gave 1.68 uiu/ml. Erroneous result was reported. Pt not adversely affected. The field service rep was unable to determine the root cause for the discrepancy. Performance tests were performed which were within specifications.